Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a video of a device. The event report alleges the product was used in a surgical procedure. Staple formation issues were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition. Based on the evidence available the reported condition was confirmed. A potential root cause is thick tissue. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a sleeve gastrectomy procedure, there was poor staple formation and the staple line was incomplete. Staple line was fixed with a suture. There was temporary injury due to the fistula. A device component did fall into the patient cavity. There was tissue damage. Surgical time was extended by 30 minutes or more due to the product problem. Current patient status is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.